Event description:
During a transfemoral tavr procedure, the sapien xt valve was deployed too aortic, requiring deployment of a second valve. Initially the xt valve was positioned 60:40 aortic: ventricular. Post deployment the left cusp of the valve was barely in the annulus. The valve landed too aortic, 80:20 a:v in the vicinity of the ncc and 90:10 a:v in the area of the lcc due to poor coplanar view. Post deployment echo showed trace pvl and trace cai. The decision was made to deploy a second valve. The second sapien xt valve was positioned and deployed 60:40 a:v with trace pvl and trace cai noted post deployment. The patient was in stable condition post procedure. The native aortic annular diameter had an area of 620mm² by CT. The aortic valve had no calcification and the leaflets were moderately calcified. Both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as poor. Ventilation was held and there was no loss of pacing capture during deployment.

Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, a procedural factor (poor coplanar view) was reported to have caused the malposition of the valve. The patient¿s lack of native annular calcification could have also been a potential contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.